Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis."

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during basal delivery. Subsequently, cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the pump was briefly submerged in a swimming pool moments prior to the events. Customer¿s blood glucose level was 100 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.